Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock impedance greater than 145 ohms. The patient was admitted to the hospital, and a revision procedure was completed. A new device was implanted. This lead remains implanted. No additional adverse patient effects were reported.